Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient (pt) reported they were having a return of pain symptoms but they were unable to use their programmer to adjust their stimulation. Nothing was coming up on their programmer. No symptoms reported against the programmer. During the call patient services (pss) had the pt change the batteries in the controller and then the pt pressed the power button and the programmer showed that the ins needed to be charged. Pss had the pt start a charging session with the recharger and the pt reported they were able to get 8 coupling bars but then the coupling bars disappeared. Pss reminded the pt that they need to keep the antenna up against their ins site to keep charging. The pt mentioned that they had been in the hospital on and off since the first week of (B)(6) 2024 and they hadn't been using the ins much while in the hospital because they didn't need it as their back was not bothering them while in the hospital, but prior to that they were using stimulation 24/7. Since they hadn't been using their equipment much over a long period of time they were having a hard time remembering what they had to do to charge the ins. Pss reviewed that all seemed to be functioning as expected. The pt stated they would charge the ins and would call back if they require further assistance. The pt called back again later that same day and requested to meet with a manufacturer representative (rep) to have their ins checked. It was noted the pt had an appointment scheduled with their doctor for (B)(6) 2024. Additional information was received from the pt. Pt reported their ins was not working and was dead and they hadn't heard back from anyone about checking their device. The pt reported they had an appointment with their doctor later that day on (B)(6) 2024. A rep responded to patient services email inquiry stating they would reach out to the patient. Additional information was received from the manufacturer representative (rep). It was reported that they had reached out to the patient but did not see them, another rep met up with patient on (B)(6). Per that rep, the batteries were changed in patient controller <(>&<)> patient needed to recharge their ins. Rep reported re-education was done on both. Rep noted patient was told to call if needing more follow up <(>&<)> hasn¿t called reps yet. Additional information was received from the patient (pt). Pt repeated previously reported unrelated medical events. Pt noted they are still having shoulder problems and pain, and have another shoulder surgery scheduled in the next month. Pt reported they were having problems with their device as it took so long to charge and would be "full bars one minute and then completely disappear," so it was frustrating to charge. Pt reported they didn't need to use it much as they don't need it when laying down. Pt noted they were scheduled to have the battery replaced, but had to cancel because of the accident and will be rescheduling it after their upcoming shoulder surgery. Pt reported their rep reprogrammed their device and it seems to work better; they are now charging it more often and will be okay until they schedule the battery replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.